Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose level and insulin pump had critical pump error alarm as well as stuck button error alarm. The customer¿s blood glucose level was 38 mg/dl. The customer was assisted with troubleshooting. Customer reported they received the open book image on the insulin pump screen. Customer treated with food for low blood glucose. Customer stated that stuck button alert before the open book image was displayed on the screen. Customer was able to complete pump rewind. Customer stated they did not press a button down for 3 minutes or longer. Customer stated that insulin pump was exposed to a change in altitude when they went to the mountains on the sunday after the alert started. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will not be returned for analysis.